Event description:
During an in-clinic follow-up, noise that resulted in oversensing was detected on the right ventricular (rv) and right atrial (ra) lead. The suspected cause of the event is due to insulation damage due to rubbing of the leads, however it was not confirmed. Provocative testing was performed, and the lead noise was reproduced on both channels. No intervention has been performed. The patient was stable.